Event description:
Customer reported issue with pump battery not charging despite using tandem charging cable and different wall outlets. There was no adverse impact to the customer's blood glucose level. Despite attempts to fix the issue with different adapters and cables, the problem persisted, leading on replacing the pump. Customer planned to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery.